Event description:
It was reported that the patient experienced discomfort due to muscle stimulation caused by ventricular pacing on the right ventricular (rv) lead. The device was reprogrammed to address the event. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.